Event description:
It was reported that the ptca/stent procedure involved two lesions in the proximal lad. Pre-dilatation was performed and the proximal lesion opened fine and the distal lesion showed a small narrowing and a 50% stenosis remained. The stent was inserted and inflated to 16 atmospheres, however, an indentation was seen in the stent. The stent delivery system (sds) was deflated and the stent was successfully deployed. Upon removal of the sds, it would not move. Seveal attempts were made to remove the sds, however, they were unsuccessful. The guiding catheter was used to try and sheath it over the sds; however, it would not go over the sds. When the guiding catheter was pulled back, the shaft broke near the guide wire exit notch. The deflated distal portion of the sds remained in the patient. A snare was used in an attempt to retrieve the sds with a second guide wire; however, the snare could not past the balloon portion. The patient was intubated and a balloon pump was inserted. The patient was not a surgical candidate and the patient's family declined surgery. On 1-2002, it was reported that the patient's pressure was low, and the patient was still on the balloon pump. Drugs were being administered and the patient was in ICU. On 1-2002, it was reported that the balloon pump was removed from the patient 2 days before and the patient had ventricular fibrillation. The patient was a "no code" and died.